Event description:
When the two mixing syringes were put together the fluid leaked out. Upon inspection it was discovered that one of the syringes was cracked. The syringe that cracked was the one that was branded "floseal." The crack was located at the neck of the syringe.